Event description:
It was reported that an ilet user experienced hyperglycemia with sustained elevated blood glucose around 310 mg/dl following an infusion set and supply change, with no observed issues on removal and subsequent food intake likely contributing to the elevation; troubleshooting and education were provided, and no alerts or alarms occurred. Symptoms included no reported clinical symptoms. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included phone-based troubleshooting and trend review with the caregiver. Investigation of this case revealed that glucose values began to trend down after the meal announcement and supply change, and later rose again after candy intake, suggesting user and meal-related factors rather than device malfunction. It was concluded that the cause of hyperglycemia was unclear, with device function not contradicted based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.